Manufacturer narrative:
Results of investigation: there were no logs provided. However, as per the notes on the work order the issue was due to incorrect patient circuit set up. Root cause of failure was due to user fault (not following instructions). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.